Event description:
Additional info: the pt had been admitted to the hosp four different times during the month of 10/1998 due to hyperglycemia. During her first two hospitalizations she also complained of chest pain and underwent an angioplasty procedure.